Event description:
It was reported that the dependent patient was presented in the operating room for a device upgrade. During the procedure, the pulse generator exhibited backup operation. A device download restored normal function. The procedure was continued and no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.